Event description:
It was reported that the mtp plate had fractured in half. The patient was noted to have a non-union, and a revision surgery has been scheduled. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Review of the device history record(s) identified no deviations or anomalies during manufacturing. The plate was returned and confirmed broken by the dqe. X-ray images were provided. The images were sent to clinical and per their assessment: the 1st mtp plate was fractured at the level of the 1st mtp joint, potentially suggesting a malunion or nonunion with displacement of the arthrodesis site. 50% of the 1st mtp joint line is visible dorsally, indicating a delayed or non-union. Due to the delay in or lack of healing (union) across the arthrodesis site, the plate likely broke as a result of repetitive micromotion, resulting in fatigue failure. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.